Event description:
A home pt reported that a mini cap that fell off a transfer set. The home patient's nurse stated that the patient's transfer set was changed following this incident. It is unknown how long the transfer set was in place at the time of the incident. No pt injury or medical intervention was associated with this incident per the home pt's nurse.